Manufacturer narrative:
It was reported that the inserter of the device broke off in the patient. The reported event is confirmed upon investigation of the returned x-ray images. Visual evaluation identified that the tip of the device had broken off in the patient's bone. However, without the return of the device, further evaluation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is prying /leveraging the device upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a labral repair, the inserter of the ar-3638 broke off in the bone of the patient; it was not retrieved. Patient is (B)(6) year old male.